Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was decarded, therefore, no further investigation can be performed. Analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. DHR review this complaint was reassessed and an updated reportability determination has been provided on 07-jun-2024. Summary: per the event description, there were two events of cerebral hemorrhage; one noted during the procedure at the internal carotid-posterior communicating artery aneurysm due to perforation of the aneurysm, and one confirmed post-procedure by angiography at the middle cerebral artery which resolved within one minute but resulted in the re-occlusion of the target lesion. The second event of cerebral hemorrhage did occur during the use of the embotrap iii device; therefore, the use of the embotrap iii device as a contributing factor to the patient¿s outcome cannot be ruled out entirely. This event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿death,¿ with an awareness date of (B)(6) 2024. The file will be re-reviewed if additional information is received at a later date. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery m2 occlusion for cerebral infarction, performed by combined technique. An optimo guiding catheter was inserted and delivered to the internal carotid artery. A trak microcatheter and a chikai guidewire were delivered to m2 occlusion site. While delivering the microcatheter and the guidewire, hemorrhage occurred from the internal carotid-posterior communicating artery aneurysm due to perforation of the aneurysm. Coil embolization was performed, and hemostasis was achieved. A cat6 aspiration catheter and a solitaire 3mm stent retriever were used for the 1st pass; however, recanalization was not achieved. The solitaire was replaced with an embotrap iii device (et309537/ 23e097av). The embotrap iii device and the cat6 aspiration catheter were used for the 2nd pass, and the recanalization was achieved. Angiography was performed, and hemorrhage was confirmed from the middle cerebral artery. The physician waited for around 1 minute and re-performed the angiography. The hemostasis was confirmed, but the site was confirmed to be re-occluded. The procedure was terminated. The patient was moved to stroke care unit for monitoring. Post-procedure changes in the patient: the patient died after the hospitalization in scu a few days later. The physician commented that, given the patient's vascular tortuosity, lesion status, and her age, it was unavoidable that the patient died. Patient medical history was unknown. Continuous flush was done. Concomitant devices: optimo flex 8 fr guiding catheter (tokai), chikai guidewire (asahi intecc medical), trak microcatheter (stryker), merit medical rhv, cat6 aspiration catheter (stryker).¿

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.